Event description:
As reported by shoulder clinical study, the patient had a right tsa on (B)(6) 2019. The patient describes spontaneous recurrent dislocations starting around 12 months post-op. No action was taken; the patient decided to tolerate the shoulder as is and will follow up in one year or sooner if symptoms increase.

Manufacturer narrative:
H3: pending investigation. D10: 7218469 320-10-05 - equinoxe reverse tray adapter plate tray +5 5937774 320-32-40 - expanded glenosphere, 40mm, for small reverse.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, d6b, g4, h4, h6. MDR section codes updated/corrected: b, c, d, f, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. No explant date. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.